Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 82 year old female patient with thoracic aortic aneurism underwent tevar. A zta-pt-32-28-178-w1 (complaint device) was implanted, however endoleak type 1b was observed. To treat this, the physician attempted to place a zta-p-28-109-w1 at the distal end, but he felt resistance((B)(4)) and replaced it with a zta-pt-32-28-201-w1. The endoleak disappeared and the procedure was completed. No adverse effects to the patient was reported. According to the instruction for use, endoleak is a known adverse event. No images were received, and no product returned. Based on the very limited information provided it has not been possible to determine a likely cause for this event. Cook will reopen the investigation if further imaging or information is received. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Similar to device under 510k/PMA p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the intended use of the device was for tevar. Also, the access was gained from the right femoral artery, and the target sited was the descending thoracic aorta. First, zta-pt-32-28-178-w1 (lot: e3825843) was advanced over a lunderquist (double curved) and placed. However, endoleak type 1b was observed ((B)(4)). Then, the physician attempted to place zta-p-28-109-w1 (lot: e3776862) at the distal site as an additional treatment, but he removed it from the patient¿s body once because he felt resistance. He found that the sheath tip was desquamated like as frayed ((B)(4)). Therefore, he exchanged the complaint zta-p-28-109-w1 (lot: e3776862) with zta-pt-32-28-201-w1 (lot: e3855198) considering the risk of vascular damage. Consequently, the disappearance of endoleak was confirmed, and the procedure was completed. Patient outcome: the patient reportedly experienced no adverse effects.